Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Unable to resolve with existing troubleshooting or labeled instructions,issue escalated.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. Reported issueresolved, no escalation required.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. Following our investigation, we identified a ""sake key retrieval failure"" in the logs. The app was unable to pair with the pump due to a disconnection with the teneo server, which prevented the retrieval of sake keys necessary for successful pairing. The most probable cause appears to be an unstable or weak internet connection. The issue is confirmed to assist with the resolution of the issue, we provided helpline team with the following steps. 1. Settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. 2. Remove the pump from the ios bluetooth settings. 3. Restart the phone. 4. Install the minimed mobile app 5. Wait 10 minutes 6. Open the app and attempt pairing again. 7. If issue is not resolved, wait 15 minutes and try all steps again. The issue is confirmed by analysis of the logs that were collected for the time of the event. The helpline informed us that the issue is resolved now and no further analysis required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.